Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully performed the reset, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.